Event description:
It was reported that during a clinic follow up, the ventricle lead exhibited noise and not reproducible with isometric movements. The ventricle lead will continue to be monitored. The patient was stable throughout.